Event description:
The complainant stated that the head of the bed cannot be raised.

Manufacturer narrative:
The technician found the head motor woudl run when the head up button is pressed. Repairs have not been completed. A follow up report will be sent once the repair is completed.